Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Multiple non-sustained lead noise episodes were noted. The stored egms showed that no lead noise was present but the episodes were due to post-paced t-wave oversensing. The ICD was reprogrammed and no further issues were reported at follow-up. The lead will be monitored.